Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) migrated in the pocket due to a hematoma. The device was successfully repositioned. Guidant received additional information that two months later, the shocking impedance measurement had significantly increased since the device revision.